Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient passed out and his wife called the paramedics for intervention. The paramedics checked a fingerstick bg which was 34 mg/dl, but the cgm was reading high. They administered IV glucose. The patient was then fed a peanut butter and jelly sandwich. He was treated at home and was not taken to the hospital. At the time of the report later the same day his spouse stated that he was recovering. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation found a difference in values that fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.